Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported that the pump's usb port was damaged, and the pump battery intermittently could not be charged properly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy however a replacement was sent to the customer to resolve the issue.